Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. By completing final test on the 4k preventive maintenance, fsr verified that thermistor was still functioning. Ran unit on functional check out setting for 30 minutes and unit did not overheat. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 b ventilator experienced overheat while on a patient. The customer confirmed that there was no patient harm associated with the reported event.